Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, at around 1:30 am, the patient began feeling sweaty and shaky, with a cgm reading of 77 mg/dl on the receiver without alert (the patient¿s low alert is set at 70 mg/dl). The patient¿s spouse gave him a 12 oz can of soda. The patient took two large sips but was unable to continue and became unresponsive shortly after. Paramedics arrived between 1:35 am and 1:40 am. A fingerstick test showed a blood glucose level of 24 mg/dl. The cgm value at that time was not known. They administered two syringes of liquid sugar, started an IV, and transported the patient to the emergency department and arrived around 2:33 am. In the emergency room, the patient was treated with IV fluids, dextrose and fingerstick was conducted and it was 48mgdl; however, the wife can no longer recall the egv that time. Around 2:40 am the he regained consciousness. The spouse was unsure about any additional treatments provided. After receiving ER services, the patient was transferred to another facility. During follow up contact, the patient was still hospitalized days later for additional conditions. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.